Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. There was no reported device malfunction and the delivery system was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient received a xience alpine stent to the left anterior descending (lad) artery on (B)(6) 2016 and was discharged. The patient presented to the emergency department on (B)(6) 2016 with complaints of chest pain and was transported for an emergent catheterization procedure. It was noted that the lad at the site of the previous stent was 100% occluded with stent thrombosis. An additional unspecified xience stent was used as treatment. There was no reported adverse patient sequela. No additional information was provided.